Event description:
A 63 year old male was in the hosp for lumbar and lumosacral fusion. Jp drain was placed in the wound. When the drain was pulled, it broke and a portion of drain was left in pt. Pt returned to surgery for removal of foreign body.